Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a noise when turning the ventilator on. There was no patient involvement.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01470 was submitted. Any additional information will be submitted under the initially reported MFR report #2031642-2020-01470. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.